Event description:
It was reported that a pump memory error had occurred during an update. During the update a picture of a broken programmer was noted. Another programmer was used to interrogate the pump and it was noted that the malfunctioned programmer had stopped the pump and erased the programming. The reporter was able to re-enter the information and update the pump successfully. This device system delivered gablofen. It was further reported that the programmer serial number was not known. The programmer was not being returned. The patient was doing well with therapeutic efficacy.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709 lot# j0058215r, implanted: 2002 (B)(6); product type catheter. (B)(4).